Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: ¿ the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the reverse pedal broken, the broken pedal was not returned for evaluation. No other anomalies were noted. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the foot pedal(fms vue/nextra) would have contributed to the complaint issue. Based on the investigation findings, the potential cause for the device condition is traced to the heavy use while trying to handle the device. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review ==> a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified.

Event description:
It was reported that during service and evaluation, it was determined that the foot pedal device reverse pedal was broken. It was reported in the service order that the device was dropped and broken and the interface cable had stopped working after a surgical procedure. There were no reports of delays to a surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.